Event description:
On (B)(6) 2015, the lay-user/patient¿s spouse contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch verio2 meter read inaccurately high compared to another device (onetouch ultraeasy). The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged meter inaccuracy began on the afternoon of (B)(6) 2015. The reporter informed the csr that the patient manages his diabetes with insulin (self-adjuster) and claimed the patient took an increased dose of 5 units of novorapid insulin on (B)(6) 2015 between 2pm-3pm in response to alleged inaccurate high results obtained with the subject meter. The reporter claimed the patient developed symptoms of ¿blurriness, sweating and became angry¿ a few minutes after the alleged issue began; symptoms he associated with a low blood glucose excursion. The reporter claimed the patient did not receive any treatment in response to his symptoms. The reporter claimed that on (B)(6) 2015, the patient obtained blood glucose readings of ¿13.9 mmol/l¿ with the subject meter and ¿10.4 mmol/l¿ on the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The reporter informed the csr that at the time of the call, the patient had still not recovered properly from the amount of insulin he had taken and that he had been unable to work for one day. At the time of troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that an approved sample site was used for testing and that the correct testing process was being followed. The csr noted that the reporter did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (06/13/2015). The patient¿s meter has been returned on 5/27/2015 and evaluated by lifescan product analysis on 6/1/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.